Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was intermittently charging. The customer stated they had to maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. The pump was confirmed to be charging successfully at the time of the call. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.